Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the left-ventricular (lv) lead failed to capture and had dislodged due to twiddler's syndrome which was confirmed via x-ray imaging. As a resolution the lv lead was explanted and replaced with two epicardial leads. The patient condition was stable

Manufacturer narrative:
The reported events were dislodgement due to twiddlers and failure to capture. A complete lead with an implant tool was returned in one piece for analysis. The reported event of failure to capture could not be confirmed. The s-curve hump height was measured within specifications. Visual inspection, electrical testing and x-ray examination of the lead found no anomalies on the lead.